Manufacturer narrative:
The device has not been returned for evaluation. An investigation of the device history record and post-market surveillance history was completed and nothing was found. If additional information is obtained or if the device is returned, a supplemental MDR will be submitted accordingly.

Event description:
It was reported that the jts growing mechanism seized up and will not allow for additional lengthening. The patient is currently 5cm short on the operative side. The device that is in-situ is a jts (non-invasive) extendible distal femoral replacement.